Manufacturer narrative:
Method: visual inspection, functional inspection, device history review, and complaint history review results: visual inspection: the returned anchor c low profile inserter does not present any damage, deformation. Functional inspection: the returned anchor c low profile inserter appears to be fully functional. Device history review: batch# mt7t02 manufactured on 2012-oct-22 and was composed of 35 units. There were no discrepancies noted during manufacturing . Complaint history: there are no previous complaints for this part number. Conclusion: during the use of anchor c low profile inserter 6mm, cat#is3089anc01 while implanting an anchor c diam.3.5mm self tapping 10mm cat#48325310, a piece of metal showed up in the wound. Returned device was the low profile inserter that does not show any issue, no metallic part has been received (or lost while returned). No anomaly that could be associated with the event was reported during the manufacturing of batch mt7t02. It is impossible to determine under which condition this event occurred with the available devices and information.

Manufacturer narrative:
At this time stryker spine is not aware where the piece of metal came from. There was an additional device reported in the initial complaint, 48325310 anchor c diam.3.5mm self tapping 10mm. If it is determined that the metal fragment came from that device, this MDR will be updated appropriately.

Event description:
It was reported that, "metal showed up in wound site after 3 levels of anchor c cages and screws implanted. Surgeon removed and put on mayo stand only to go missing. No replacement device was used. "

Event description:
It was reported that, "metal showed up in wound site after 3 levels of anchor c cages and screws implanted. Surgeon removed and put on mayo stand only to go missing. No replacement device was used. "